Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) a left a message indicating, "pump not reading properly." The patient did not allege any harm or injury because of the reported issue. Multiple attempts by anm to contact the patient for troubleshooting and follow-up information have been unsuccessful. It is unclear, at this time, what the details of the alleged issue are. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not reading properly. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012: no defect was found. No activity outside normal patient use observed in pump history. Current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. Using patient settings performed ez carb bolus for 200 carbs at target blood glucose, the pump correctly calculated a 10 unit bolus. An ez bg bolus using patient settings for 90 mg above target performed, the pump calculated a 1 unit bolus. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.